Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for an unspecified treatment procedure, foreign material was noted. The physician was inserting this choice guide wire into a balloon catheter outside the patient when resistance was met. The choice guide wire was examined and a blue cloth-like foreign material was noted on the tip of the guide wire. The device was not used. The procedure was completed with another choice guide wire. There were no reported patient complications.

Event description:
It was reported that during preparation for an unspecified treatment procedure, foreign material was noted. The physician was inserting this choice guide wire into a balloon catheter outside the patient when resistance was met. The choice guide wire was examined and a blue cloth-like foreign material was noted on the tip of the guide wire. The device was not used. The procedure was completed with another choice guide wire. There were no reported patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with a small baggie containing a blue fiber affixed to a piece of scotch tape. A visual examination of the guide wire revealed an elongated spring tip. The outer diameter of the guide wire was measured which determined that the device is within od specifications. Infrared spectrophotometer analysis was attempted on the blue fiber to determine its origin, however, analysis was not possible due to glue contamination from the scotch tape. A review of the manufacturing line and process was performed which revealed that no blue color processing materials are introduced to the product lines at any moment. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).